Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative. It was reported that prior to use of the burr hole cover the hcp tried to close the clip, however it did not work properly. Without pressing too hard the burr hole cap opened again. A new burr hole cap was used in place of the first and this one worked properly. The issue was resolved at the time of the report. There was no patient involved with the event. No further complications were reported or anticipated. Additional information was received from the rep and hcp stating there was no lead associated with the stimloc. The surgeon found out about the malfunction before implanting the stimloc.